Event description:
Vascular access was obtained via the radial artery. The eccentric shaped, 16mm in length, de novo target lesion was located in the moderately tortuous and moderately calcified, 4mm in diameter mid right coronary artery. The lesion was pre-dilated with a 4.0x15mm non-bsc balloon catheter. This 16x4.00mm omega stent delivery system (sds) was selected and was advanced against resistance. The sds was unable to cross the lesion and the edge of the stent became deformed. After pre-dilation with the previous balloon catheter, the procedure was successfully completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent in rows five and seven from the proximal end of the stent. There was distal tip damage. Magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The eccentric shaped, 16mm in length, de novo target lesion was located in the moderately tortuous and moderately calcified, 4mm in diameter mid right coronary artery. The lesion was pre-dilated with a 4.0x15mm non-bsc balloon catheter. This 16x4.00mm omega stent delivery system (sds) was selected and was advanced against resistance. The sds was unable to cross the lesion and the edge of the stent became deformed. After pre-dilation with the previous balloon catheter, the procedure was successfully completed with another of the same device. No patient complications were reported and that patient's status is stable.